Event description:
The device (part number cev607) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev607) was evaluated and indicated that the blades were blunt and present substantial traces of collision. The sheath was damaged. The impact on the blades was very likely due to abnormal use or a collision. The sheath was very likely damaged after collisions. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).